Event description:
Reportedly, the device was implanted in 2006 and explanted in 2008. The device was replaced with a 6900p27mm valve due to unknown reasons. The device was discarded and unavailable for evaluation. Information learned through japan implant patient registry. No further information provided.

Manufacturer narrative:
Other: device not returned.